Event description:
It was reported this right atrial (ra) lead exhibited out of range pacing impedance measurements, measuring greater than 3000 ohms. Technical services (ts) stated that the patient was to be seen at the clinic and the boston scientific representative stated that the data will be retrieved and reviewed. This ra lead remains in service. No adverse patient effects were reported.